Event description:
It was reported that during a stent graft deployment in the basilic vein, the stent graft deployed successfully; however, upon removal of the delivery system, the distal tip detached and remains inside the patient. No attempts were made to retrieve the detached distal tip from the patient. There is no reported patient injury. The patient was reported to be asymptomatic following the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.